Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202876302, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 01-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: n/a, flow rate: n/a, procedure: right total knee, cathplace: adductor canal. It was reported that a catheter broke during an adductor canal block procedure on (B)(6) 2018. The broken fragment remained in the patient. Additional information received on 26-feb-2018 stated that 9.5 cm of the catheter broke off and was retained in the patient during initial removal, which was attempted by hand. Surgical removal was attempted on the retained portion of the catheter. The patient experienced discomfort, but the broken piece was noted as not removed. No further information was received.

Manufacturer narrative:
Halyard health received one sample. A visual inspection found a t-block catheter received with the distal infusion section of the tip missing. The tip of the catheter was observed under magnification. A gouge mark was observed proximal to the end of the catheter. The tip of the catheter had sharp edges indicating that a sharp object had been used. Tensile strength was performed on the catheter using the instron machine. The passing rate for the test is >2.8(lbf) at the infusion segment and >4.00 (lbf) for the mid-body segment. The result for the catheter mid-body segment is 6.55(lbf). The infusion segment was not able to be tested as it was not returned. The evaluation summary concludes that the catheter was cut with some type of sharp object. The gouge mark that is present proximal to the cut end indicates that the catheter may have been advanced passed the tip of the needle and then retracted. Tensile strength was performed on the mid-body segment and met specifications. Root cause could not be determined. All information reasonably known as of 18-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).